Manufacturer narrative:
Low bg - 213, 71.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly beginning the day prior to the report. On the day of the report the pump battery depleted from 50% to 5% while connected to a power source. Customer reported blood glucose level was 65 (mg/dl) at the time of the event due to recent exercise. Carbohydrates were consumed to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.